Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was in the 500 mg/dl range. The customer stated they corrected their blood glucose, but their blood glucose would not decline. It was found the customer was able to confirm insulin was being delivered to their body. Customer also stated their cannula was not bent. The customer has resorted to manual injections to treat their blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.